Event description:
It was reported that during a fistulagram,the balloon was difficult to deflate.the doctor tried an endoflateor without success.the doctor used a syringe and gave hard negative pressure and the balloon defalted slowly.there was no patient injury reported.